Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, seroma-late a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "encapsulated prosthesis" and recall of implant. Patient reported fluid on right side. Healthcare professional reported capsular contracture baker grade IV. Healthcare professional later reported "rupture." Device was explanted and replaced.